Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, a drill bit broke inside a patient during hallux valgus surgery. It was determined the drill bit tip that broke was small in size and quite deeply buried in the bone. The surgeon deemed it more risky to attempt removal, therefore, the piece left in bone. There was no surgical delay reported. The procedure was successfully completed. The patient was stable after the procedure. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part # 310.25. Synthes lot # u346939. Supplier lot # u346939. Release to warehouse date: 06 nov 2019. Supplier: (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the 2.5mm drill bit/qc/gold/110mm (part # 310.25 / lot # u346939) was received at us customer quality (cq). The bit of the device was broken, no fragments were returned. There were no other defects identified. The received condition was consistent with the complaint condition thus the complaint was confirmed. Device failure/defect identified? Yes; bit is broken. Dimensional inspection: measured dimensions: conforming. Document/specification review: drawing(s) reviewed: (current & manufactured revisions). Conclusion: the overall complaint was confirmed for the received 2.5mm drill bit/qc/gold/110mm as the bit was broken. Although no definitive root-cause can be determined its possible the device experienced unintended forces while in use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: code 3191 used to capture surgical intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.